Event description:
The affiliate reported the customer alleged non-reproducible, false positive troponin I (accutni) results, for unknown number of patients, involving access 2 immunoassay system. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer has a standard protocol to verify unexpected results prior to releasing results out of the laboratory.